Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoracic. According to the reporter: grasping the lung tissue with articulation of 45 degrees, the green button was pressed. Upon pushing the blue button after the lighting of indicator lamp was confirmed, some activation tones seemed to be heard initially but instantly no sound was confirmed. After a while the jaw started to open automatically even by keeping pushing the blue button. The surgeon tried to release the device even with the jaw opened but could not. By use of scope inspecting the proximal part of sulu, the doctor confirmed that the clamp bar was exposed to the outside from the articulated part of the cartridge was used to open the surgical incision, the surgeon could manage to remove the device from the trocar. Pushing the silver button, found the clamp bar returned toward inside of cartridge, which made the surgeon possible to remove the device form the patient at last. Operating time was extended by more than 30 minutes. The case could be completed with no patient harm confirmed. Using another handle device of ultra handle and new egia60amt, the case was completed with no problem. No reinforcement material was used.